Manufacturer narrative:
Manufacture date not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that verification scans showed left and right side are off the limits. Assistance at navigation calibration and verification performed. System functions checked. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was an inaccuracy with navigation; navigation was 1.5mm off and needed to be recalibrated. There was no patient present.